Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was meshing on one side only. Only one side of the graft was meshed. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device was meshing on one side only. Only one side of the graft was meshed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 6, 2017 revealed that the pretest calibration and sample graft could not be taken due to a missing bushing in the right side plate. The roller, gears, and side plates had visual damage. The 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing sample graft and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was meshing on one side only¿ was non verifiable since during initial inspection revealed that the pretest calibration and sample graft could not be taken due to a missing bushing in the right side plate. However, it was noted that there was visual damage to the roller, gears, and side plates. The reported event was non verifiable since during initial inspection revealed that the pretest calibration and sample graft could not be taken due to a missing bushing in the right side plate. However, it was noted that there was visual damage to the roller, gears, and side plates. During initial inspection revealed that the pretest calibration and sample graft could not be taken due to a missing bushing in the right side plate. However, it was noted that there was visual damage to the roller, gears, and side plates. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Initial inspection revealed that a damaged comb was replaced.